Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct150 +28.5 diopter) was explanted from patient¿s left eye in secondary surgical procedure because of patient experiencing blurry vision caused by refractive error. Lens with model zcb00 +29.0 diopter was used as the replacement lens for the patient. Additional information was received and it was learnt that incision was enlarged during this procedure. Patient was doing well at discharge. Visual acuity pre op 20/50. First procedure visuals acuity post op 20/25. No further information provided.